Event description:
It was reported fluid was observed leaking out of the front of the ak 96 machine. Upon further inspection, the leak originated from the u9000 ultrafilter. The event occurred during setup. The filter was replaced and therapy was completed without any issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.